Event description:
It was reported that the pt did not feel stimulation and experienced an increase in seizures. A system diagnostics test and a normal mode diagnostics test were performed and both tests resulted in high lead impedance indicating a possible lead break. It is unknown if the increase in seizures is above pre-vns baseline. Attempts to obtain further information have been unsuccessful.

Manufacturer narrative:
Conclusion: device failure is suspected.